Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water was leaking from neonatal arctic gel pad during therapy. The water appeared to be leaking from under the white woven material. The gel pad was changed 2 more times and same issue occurred. The customer changed lot numbers and issue did not occur. Per additional information via email from ibc on 17dec2022, as described in event information, the patient completed therapy using gel pad from different lot number.

Event description:
It was reported that water was leaking from neonatal arctic gel pad during therapy. The water appeared to be leaking from under the white woven material. The gel pad was changed 2 more times and same issue occurred. The customer changed lot numbers and issue did not occur. Per additional information via email from ibc on 17dec2022, as described in event information, the patient completed therapy using gel pad from different lot number.

Manufacturer narrative:
The reported event is inconclusive as the evaluated representative sample meets specifications and the condition of the original used sample is unknown. The product was used for patient diagnostic or treatment. It is unknown if the original product meets specifications. Visual evaluation noted received 1 neonatal pad with original closed packaging. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam that would lead to leakage. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted no kinks. Further testing required. Functional evaluation noted flow test was conducted. No leakage occurred during the duration of the test. Therefore, product meets specifications according which states "the plastic film, foam or hydrogel shall be free of damages, tears or perforations." The potential root cause is "leaks in pads causing intake of air into systems which reduces the efficiency of the flow and heat transfer." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the arctic sun® neonatal arcticgel¿ pads are intended for use with the arctic sun® temperature management system, to provide energy (heat) transfer between the patient and the temperature-controlled water circulating through the neonatal arcticgel¿ pads in order to provide targeted temperature management. Indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications there are no known contraindications for the use of a non-invasive thermoregulatory system. Do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. Do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. Do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place the neonatal arcticgel¿ pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. Cautions federal law restricts this device to sale by or on the order of a physician. The neonatal arcticgel¿ pad is only for use with the arctic sun® temperature management system. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status, steroid use, or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the neonatal arcticgel¿ pad often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the neonatal arcticgel¿ pad. Do not place any positioning devices under the pad manifolds or patient lines. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. Do not allow urine, stool, antibacterial solutions or other agents to pool underneath the neonatal arcticgel¿ pad. Urine, stool and antibacterial agents can absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place the neonatal arcticgel¿ pad directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. If needed, place defibrillation pads between neonatal arcticgel¿ pad and the patient¿s skin. The neonatal arcticgel¿ pad is non-sterile for single patient use only. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. The neonatal arcticgel¿ pads are for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Use pads immediately after opening. Do not store pads in opened pouch. The neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. The neonatal arcticgel¿ pad must be replaced after 5 days of use. Do not allow circulating water to contaminate the sterile field when lines are disconnected. Discard used neonatal arcticgel¿ pad in accordance with hospital procedures for medical waste. Directions 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: =40°c (104°f) water temperature low limit: =10°c (50°f) control strategy: 2 due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. Attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. When finished, purge water from pad. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected